Event description:
Report received indicated that balloon jammed into guidewire and was not able to neither inflate nor deflate completely. Clarification and details of event has been requested. This product will be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.